Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in light guide lens rod. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.